Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a unexpected shutdown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character limitation; below field are added from e1: event site full name: (B)(6). Event site address: (B)(6).

Manufacturer narrative:
Updated fields:b3,b4,b5,b6,b7,d5,d9,d10,e1(initial reporter)(event site mail),e2,e3,e4,g3,g6,h2,h3,h6(type of investigation, investigation findings,component code, impact code, conclusion),h11. Getinge field service engineer (fse) the cs100 intra aortic balloon pump (iabp) was shutting down unexpectedly. A technical inspection of the equipment revealed that preventive maintenance was overdue. The equipment has reached its operating hours limit, requiring replacement of critical components for continued safe operation. The fse evaluated the unit and replaced the 5000h kit and the safety disk. The hose was replaced as requested in the previous quote, all tests were performed and approved. The unit was returned to the customer. There was no patient involved.

Event description:
It was reported during routine check by getinge fse, that the cs100 intra-aortic balloon pump (iabp) had an unexpected shutdown. No patient involved.